Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced fpc carriage cable, front cover, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, and tube drivearm. Performed calibration. A review of the device history record showed the device had a manufacture date of 04/25/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the cable. A review of the complaint history record in trackwise and sap was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # (B)(6) for iui. CAPA # (B)(6) for gripper.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 25 apr 2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(4), which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken and or damaged. There was no patient involvement.